Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 02/18/2014 with the following results: no defect was found. Information from the reported event date of (B)(6) 2013 is overwritten. The pump was set to the wrong date setting after a power on reset from (B)(6) 2014 to (B)(6) 2013. Ez-prime¿ steps were performed successfully; the pump was exercised for 24hr on 1u/hr with no delivery interruption occurring. The unit passed a delivery accuracy test, the device performs within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter, the patient¿s mother, contacted animas to report that on (B)(6) 2013 the patient was admitted to the hospital with a diagnosis of dka. The reporter alleged the meter remote was giving inaccurate readings, but provided no data. No further information about the patient¿s status or the pump was provided. No troubleshooting was able to be performed during the call to customer service. The issue was not resolved. As the patient allegedly suffered dka while using the pump and was admitted to the hospital, this complaint is being reported.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.